Manufacturer narrative:
The return device analysis did not confirm the reported material protrusion/extrusion (actuator mandrel). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported material protrusion/extrusion (actuator mandrel) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report material protrusion. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, a second clip was inserted and deployed; however, after turning the actuator knob eight times, the physician pulled back, but the proximal end of the mandrel retracted roughly four inches. It was noted that the clip successfully detached from the mandrel and was stable on the leaflets. To further reduce mr, a third clip was implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.